Manufacturer narrative:
Submit date: 3/14/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states they noticed a black liquid inside the syringe.

Manufacturer narrative:
The DHR (device history record) file was reviewed indicating that product was released meet all quality standard requirements. There were no not-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. Three samples with lot number 534884964x were received. One additional sample with lot number 532782264x was received as a representative sample. The issue reported was confirmed by our supplier. A review in the manufacturing process of the syringe was made concluding that the defective condition was not generated in the production line. This syringe is a purchased component; due to this a complaint notification and sample were sent to supplier to initiate the investigation of root cause of this incident. The root cause for grease on the syringe plunger is the components coming into contact with machine parts exhibiting oil/grease during the ejection process. When plunger components are released from the plunger line mold, parts were observed to be vulnerable to coming into contact with the bottom tie bars of the machine press. Oil or grease residue from the tie bars may thus potentially adhere onto the plungers as they eject and fall onto the conveyor to continue toward the assembly process. Awareness notification was performed to all personnel to ensure they are aware about this reported condition. Supplier preventive actions sleeves were installed over the tie bars in the plunger molding press for the production line to prevent potential contamination. The line has been placed on tightened sampling inspection. Weekly cleaning procedures and logs were updated and approved to include cleaning of the sleeves within the presses across all lines in the syringe focus factory. This will ensure that the sleeves maintain a clean surface to not contribute to any potential contamination or staining of molded components. Sleeves were added to the uncovered tie bar covers of the machine presses as applicable throughout the focus factory. This prevents direct contact between ejected molded components and machine parts in their ejection trajectory that may result in contaminant such as oil or grease coming onto the finished good. As further corrective action, cleaning of these tie bar cover was added to the weekly cleaning schedule as well as the cleaning log, and standard work for cleaning the molding presses was created. The process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.